Event description:
The complainant reported a 78-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient was getting continuous volume related suction alarms. While attempting to gain access to troubleshoot the issue, the physician perforated the right femoral artery. Surgical intervention was performed and the pump was subsequently explanted as a result of the condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.